Event description:
It was reported that the tip of the pliers broke when tried to use. No pt involvement or any adverse consequences.

Manufacturer narrative:
Investigation in progress but not yet complete.